Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to passing out as a result of ignoring his alarms. The patient's blood glucose levels were unknown while wearing the pod for an unknown amount of time. The patient did not want to provide more information.